Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia (oaz). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the no image and the scope communication error b30 were attributed to the failure of the ccd unit, but could not determine the exact cause of the ccd unit failure. In addition, omsc could not determine the exact cause of the scope mount malfunction. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed due to the failure of the ccd unit, and also found that the scope communication error b30 occurred on the subject device due to the cable failure, and that the scope mount of the subject device was rusted and difficult to operate. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for the laparoscopic cholecystectomy using the subject device, it was found that the screen did not activate when turned on. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.